Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the valve part of the trocar cannula could not close completely so that water flowed out from the trocar cannula during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Three opened trocar assemblies with tip protectors in a pouch in a tray were received for the report of trocar cannula could not close, water flowed out from the trocar cannula. Samples were visually inspected and found to be nonconforming. Sample 1 damaged septum, hole observed in septum. Sample 2 damaged septum with 2 angled slits observed in septum. Sample 3 damaged septum with a tear was observed in septum extending out toward hub. Leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. A contributing factor to the hole in sample 1 is that probe was actuated during insertion/removal of the probe from the trocar cannula during surgery. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).